Event description:
It was reported that the keypad buttons had to be pressed multiple times in order to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
(B)(4): keypad is fully intact, with no peeling or damage observed. "Contrast","up" and "down" keys have intermittent response on button pressed. Keypad was removed to investigate, evidence of keypad contamination was located under "contrast","up" and "down" contact button. Unrelated to this complaint, visual inspection of t revealed a battery compartment crack from threads. The battery cap was returned with the pump and it was observed "battery cap" spinning in place when screwing cap into battery compartment. "Battery cap"contact height and width are within specifications. The returned pump was tested with the test battery cap and found to have stripped battery compartment threads.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.